Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient has had surgical revision, adhesion, hernia recurrence, chronic abdominal pain, open draining wound, and mesh balled/wadded up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced mental pain, pain, suffering, device defective, mesh failure, disability, impairment, loss of enjoyment of life, loss of care/comfort/consortium, adhesions, hernia recurrence, chronic abdominal pain, open draining wound, would dehiscence, meshoma, and mesh balled/wadded up. Post-operative patient treatment included revision surgery.